Manufacturer narrative:
The reported ventilator was investigated on-site by our field service engineer (fse). The fse found traces of liquid contamination inside the air gas module. The air gas module regulate the inspiratory gas flow and gas mixture. The liquid contamination in the air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the air gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. Device's logs were not provided for further analysis. The conclusion is that the device did not fail to meet its specification. Based on technician statement, water entered the air gas module from the connected compressor mini (which is being process in record (B)(4)). The cause of the issue was related to malfunctioning compressor mini.

Event description:
It was claimed that the ventilator's air gas module was defective. There was no patient harm. Manufacturer's ref.: (B)(4).